Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the needle was break. The customer also stated that the one sensor didn't stick properly to the skin after insertion. The customer stated that there was blood at sight. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.